Manufacturer narrative:
Per tandem¿s t:slim x2 g5 user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing became disconnected at the luer lock of the cartridge. There was no reported damage to the cartridge or infusion set. Customer's blood glucose was 330 mg/dl. The infusion set tubing was able to be reconnected and customer successfully resumed insulin pump therapy.